Event description:
Additional information was received from the patient's father who reported that the patient's healthcare provider (hcp) can no longer treat the patient. The patient's father reported that if the hcp can't treat the patient anymore the patient would most likely die from high blood pressure. Another facility was unable to treat the patient and cautioned they needed to treat the patient's high blood pressure and there had been nothing else strong enough than the fentanyl to help lower the pain level and the pressure. The patient's father reported that the unreliable pain pump had "plagued" the patient for years. The patient had to turn to alternate fentanyl medication which resulted in the patient's accelerated use of fentanyl. No further information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that they were planning reduction in opioid doses. The pump remained implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and later from a healthcare provider via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since implant they had not had pain relief. The patient¿s doctor told them that the pump was malfunctioning because there was a volume discrepancy. When the pump was implanted, they put in the medication from the old pump which was about 29 ml. About 4-6 weeks later they were expecting the patient to have about 4 ml left, but they withdrew over 18 ml. The patient saw their doctor last friday and was again told the pump was malfunctioning and the patient should be feeling some pain relief, but they were not. Per the patient, the doctor was scrambling to get them more oral emergency medication. During the call, the patient mentioned that ¿it feels like the incision is trying to split open on the lateral side and the incision is widening, is tender to the touch is inflamed and there is a gap in the skin¿. The patient stated that they showed it to their doctor yesterday, so the doctor was aware. The patient then stated that they didn¿t want to have any more surgeries. Per the patient, the doctor was going to call in because he told the patient yesterday that the patient got about 240 or 260 bolus doses out of the 1200 bolus's they should have gotten. Additional information was received on (B)(6)2023 from a healthcare provider (hcp) via a company representative who reported that the patient was claiming there was an issue with their ptm (personal therapy manager) delivery and/or the pump itself. This was a new pump and ptm. Per the reporter, the estimated volume at refill was 4 cc and the actual drug removed was 18 cc. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. No diagnostics/troubleshooting was done. The pump was refilled, and the patient was sent home. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.